Manufacturer narrative:
The account replaced right and left side rail cable and switch membranes to resolve the issue.

Event description:
The account alleged the head section goes down by itself. No injury reported.